Manufacturer narrative:
Visual analysis was performed on the returned device. The reported kink and separation of the barewire tip was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, and evaluation of the returned unit, the reported difficulties were related to circumstances of the procedure. It is likely that during advancement into the lesion, the tip of the barewire likely became entrapped in the lesion resulting in the kink and separation of the tip during removal. As a result, unexpected medical intervention was required to snare the separated portion of the barewire. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the common carotid artery. Reportedly a emboshield nav 6 embolic protection system (eps) was advanced into the anatomy; however, it was noted that the tip of the barewire was deformed. During the removal of the eps the tip separated and was free floating in the vessel. Another nav 6 was used to snare the separated tip and a third nav 6 was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.